Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Results code 2: 213: the engineering analysis stated the following: this investigation confirms the complaint of partial deployment, and a broken deployment line has been observed. A potential foreseeable misuse, forcefully pulling the deployment line when resistance is encountered, is indicated by the complaint detail, but this misuse relates only to the broken deployment line while the cause of the initially stuck deployment line cannot be established. Further information from about the implant procedure may confirm or dismiss potential misuse of the device.

Manufacturer narrative:
Updated investigation conclusion - 4315.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface, and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2020, this patient underwent an endovascular procedure to treat a pseudoaneurysm in the right external iliac artery using a gore® viabahn® endoprosthesis with heparin bioactive surface. Access was obtained using a gore® dryseal flex introducer sheath (12 fr) over an amplatz super stiff guidewire in an ipsilateral retrograde approach. Reportedly, the anatomy was gently tortuous. During deployment of the endoprosthesis (11 mm x 10 cm), it became impossible to pull the deployment line. The device expanded except, around 1 cm of the endoprosthesis remained constrained. An attempt was made to pull the deployment line further, however, the constrained part of the endoprosthesis was reportedly turned up, obstructing blood flow, and the deployment line was broken. Forward and back movement on the delivery catheter was not effective either. Also, the guidewire slipped out at the same time, and it was not possible to advance the guidewire again from ipsilateral artery. Contralateral approach was taken, and a guidewire was able to be passed through the endoprosthesis, so a pull-through technique was used. Ballooning against the constrained part of the turned up endoprosthesis section was performed, and blood flow to the distal area was restored. The procedure was completed. Reportedly, there was no patient's harm, and the pseudoaneurysm was successfully treated, but the procedure time was extended by approximately one hour. The physician reportedly said that it became unable to pull the deployment, so the line was pulled with force, and the undeployed part of the endoprosthesis was turned up, and it obstructed blood flow as result. Also, the line was broken. The delivery catheter and moving images during the deployment will be provided to gore.